Manufacturer narrative:
The alleged broken hps-h001 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of thirty-six (36) complaints, regarding forty-six (46) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use for the handpiece, the user is advised the following: warnings: do not use bur for plunge cutting. Injury or damage may occur. Do not use shaver blade or bur if they show any signs of damage. Precautions: direct contact of the rotating cutting edge of shaver blade or burs with metallic surfaces and/or other hard surfaces such as arthroscope, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage or replace if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-h001, 4.5 mm x 19 cm hps spherical bur, broke during a hip arthroscopy procedure on (B)(6) 2018. The break was noticed by the physician within minutes of starting to bur. It was reported that no component of the device fell into the surgical site; therefore, there were no fragments to retrieve. The procedure was completed successfully with a delay of only minutes using an alternate bur device. The reporter has stated that neither the patient or user were injured during this event. The patient did not require any medical intervention and there was no extended hospital stay required. This report is being raised on the basis of a device malfunction with potential of injury upon reoccurrence.